Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. H6: investigation findings - 114 is based upon the evaluation of user facility information and the investigation of the returned sample; 213 is based upon functional testing of the returned sample. One (1) 6fr angioseal device was returned to terumo medical corporation for product evaluation. The returned sample included the carrier tube, hemostasis sheath, arteriotomy locator, and packaging. The device was visually inspected and found to be in used condition with visible signs of blood. The sheath/locator assembly was returned fully mated together and the carrier tube was returned in forward lock. No other damage or issues were noted. The complaint can be confirmed for insertion difficulties of the assembly into the artery. The exact root cause could not be determined. The likely cause was determined to have been the use of an insertion angle not recommended in the instructions for use (IFU). The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Event description:
The user facility reported that when the angio-seal locator/insertion sheath assembly was attempted to be inserted into the artery over the guidewire, the assembly could not track the guidewire and be inserted into the artery. The assembly was attempted to be pushed into the artery, but the locator and insertion sheath detached and could not be inserted into the artery. The device was not used, and manual compression was applied to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression for 30 minutes only. The estimated blood loss was less than 250cc. The procedure before deploying the device was a percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 6 mm. There were no other devices or equipment used with the reported product. The physician stated the following: the vascular nature was not poor and there was no calcification. However, the puncture angle was close to vertical, which might have made it difficult for the assembly to track the guidewire.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.